Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the customer received a minimum fill notification during the load process. A new cartridge was loaded and the customer resumed insulin delivery successfully. Customer¿s blood glucose level was 125 mg/dl.